Event description:
It was reported that during bypass procedure, bleeding occurred from the graft. No additional info could be obtained as the surgeon indicated that is not willing to cooperate.

Manufacturer narrative:
No device eval was performed since the device was not returned to the manufacturer. No review of the device history record was done since the product identifier was not provided. No conclusion can be drawn.